Event description:
It was reported that during an impacted tooth procedure, the handpiece overheated and melted the bur guard. The pt received a minor burn on the lip. It is not known at this time how the injury was treated, but there is no expected scarring or permanent damage. The procedure is presumed to have been completed with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the alleged condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was improper use and a problem with the rotor, which was replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.